Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report that she had experienced a seizure due to a hypoglycemic event. Pt claims that cgm did not alert her or her hypoglycemic event. Pt did not require medical intervention but pt's husband, who's a surgeon, administered glucagon to get her bg back up. Pt did not measure her bg during nor after hypoglycemic episode. At the time of her call to dexcom technical support, pt reports feeling fine.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.